Event description:
It was reported to philips that the device requires a battery replacement. Upon further clarification of the reported problem, the customer's battery pins were damaged. There was no reported patient involvement.